Event description:
It was reported that the user was unable to proceed past the ¿do you see drops¿ screen on the ilet pump and could not select yes after a hospitalization-related reconnection attempt; guidance to remove and refill the cartridge did not resolve the issue, and the device was deemed nonfunctional with water resistance potentially compromised. Symptoms included no adverse clinical effects reported. Outcomes included replacement of the device, counseling to maintain backup therapy, and confirmation that therapy data would not transfer to the replacement while cgm data could continue to be received. Investigation included remote troubleshooting and verification of shipping information to facilitate device return. Investigation of this device revealed a failure consistent with an unresponsive user interface or control input, with suspected device malfunction of the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of unknown root cause pending further evaluation.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."